Manufacturer narrative:
(B)(4). The complaint rt040 full face mask is not available for inspection. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Manufacturer narrative:
(B)(4). The complaint rt040 full face mask was not returned to fph (B)(4) for inspection. An attempt was made to obtain further information about the reported complaint, however, no response was received from the hospital. Without the complaint device or additional information from the hospital, it is not possible to determine the root cause of the reported fault. No further information is available to the initial report.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the connection between the tubing of the respironics bipap machine and an rt040 full face mask "keeps getting disconnected" during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the connection between the tubing of the respironics bipap machine and an rt040 full face mask "keeps getting disconnected" during use. No patient consequence was reported.